Manufacturer narrative:
(B)(4). One unit of manta, dilator and depth locator were returned. Manta was locked into the sheath. Blood particulates were noted on the unit. Lever was engaged with the anchor pushed just outside the lumen. A piece of the button valve of the sheath was separated and stuck to the manta lumen (distal section near the anchor). Unit was dismantled to view the other part of the button valve. The valve was observed to be adhered to the hub of the sheath. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was deployed in the right common femoral artery. Ultrasound and micro puncture were utilized to gain a central positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Protamine and heparin were administered prior to the closure procedure. The arteriotomy was greater than 7.5mm, no calcification or tortuosity, with a depth measurement of 4cm. During deployment of the device and sealing of the puncture, an audible click was heard while rotating the handle lever in a clockwise direction. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician did not experience any resistance attempting to advance the bypass tube into the sheath hub. The manta closure device pulled through the arteriotomy and exited the patients' body. Pressure was applied, and the first 14f manta device was removed from the guidewire. A second 14f manta device was opened, deployed successfully, and achieved immediate hemostasis. The damage observed on the returned device button valve is potentially due to force applied during inserting the bypass tube into the sheath. The patient did not suffer any injury, health consequence or harm from the manta being pulled through the arteriotomy; and patient outcome post-procedure was reported as fine. The der process will continue to monitor for any similar events.

Event description:
As reported: 14f manta pulled through the arteriotomy after deploying the anchor. The physician pulled the device off the wire and replaced with another 14f manta. Additional information received: it was reported that there was no resistance or issue with advancing the bypass tube into the sheath. The initially deployed manta had the anchor outside the sheath and was intact. Manual pressure with minimal bleeding was held until the second manta was deployed. The physician used another 14f manta device and it deployed successfully with immediate hemostasis. The patient did not need any subsequent intervention, the physician held pressure then sealed the access site with another 14f manta achieving immediate hemostasis. The patient did not have any injury, health consequences or harm from the manta being pulled through the arteriotomy. Additional information received: it was reported during an evar procedure, a single micro puncture access was obtained centrally under ultrasound guidance in the right cfa. The rcfa vessel was measured greater than 7.5mm. No calcification or tortuosity was reported in the vessel. The measured manta depth was 4cm. There were no reported complications with the procedure sheath during the evar case. Prior manta deployment, the sbp was within normal range under anesthesia and the act was not measured. 50mg of protamine and a total of 15000u of heparin were administered intravenously. Patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be sent after investigation.

Event description:
As reported: 14f manta pulled through the arteriotomy after deploying the anchor. The physician pulled the device off the wire and replaced with another 14f manta. Additional information received: it was reported that there was no resistance or issue with advancing the bypass tube into the sheath. The initially deployed manta had the anchor outside the sheath and was intact. Manual pressure with minimal bleeding was held until the second manta was deployed. The physician used another 14f manta device and it deployed successfully with immediate hemostasis. The patient did not need any subsequent intervention, the physician held pressure then sealed the access site with another 14f manta achieving immediate hemostasis. The patient did not have any injury, health consequences or harm from the manta being pulled through the arteriotomy. Additional information received: it was reported during an evar procedure, a single micro puncture access was obtained centrally under ultrasound guidance in the right cfa. The rcfa vessel was measured greater than 7.5mm. No calcification or tortuosity was reported in the vessel. The measured manta depth was 4cm. There were no reported complications with the procedure sheath during the evar case. Prior manta deployment, the sbp was within normal range under anesthesia and the act was not measured. 50mg of protamine and a total of 15000u of heparin were administered intravenously. Patient's current condition was reported as fine.